Event description:
It was reported that there was damage to the area around the piston on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, whose warranty had expired, declined further troubleshooting and ended communication abruptly after being informed the pump could not be replaced.